Manufacturer narrative:
The referenced device was not returned for evaluation. The original equipment manufacturer (OEM) conducted a device history record (DHR) review. The manufacturing and quality control review for the affected lot or serial number indicated there were no non-conformities or deviations. The exact cause of the reported event could not be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure the instruction manual provides warning which states, "there is a risk of injury to the patient due to malfunction of the equipment. Always have spare equipment available."

Event description:
The manufacturer was informed that during a therapeutic procedure, a piece of the distal tip from the device broke and fell off into the patient. The broken piece was retrieved from the patient and the procedure was completed successfully using a second similar device. There was no patient injury reported.